Manufacturer narrative:
The complainant was contacted for return of the device. The customer has responded and indicated the device's pace/defib engine board was replaced and the device placed back into service. The device will not be returning to zoll. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "defib fault 76" message. Complainant indicated that there was no patient involvement in the reported malfunction.